Event description:
From discharge summary: "(B)(6): (B)(6) is a (B)(6) male with severe -<1% - factor viii deficient hemophilia a with a history of a high responding inhibitor who successfully underwent immune tolerance therapy and is now treated on a modified prophylactic infusion regimen. (B)(6) is currently on an every other day infusion schedule utilizing advate, a third generation recombinant factor viii concentrate, at a dose of 1750 international units 53 iu/kg, calculated 106% correction. Gd has experienced recurrent left ankle swelling that does not consistently improve with an extra on demand infusions of advate. His mediport was working well until recently. He had a bilateral upper extremity venogram in (B)(6) 2009 that was normal. He does not have other medical concerns for which he is followed and he has not been hospitalized in the past year. On (B)(6) 2011 (B)(6)'s mom called to report that he has not been using his port and instead he has been getting his advate via peripheral infusions at the local ER. It hasn't been working well for a while. His mother reports that an x-ray done locally was negative for a line fracture. Parents requested removal of the mediport because (B)(6) is willing to be peripherally infused. Parents through willing to peripherally infuse did not transition to or are able to peripherally infuse as current time. We recommended that we should try to salvage the line which will allow the parents time to transition to peripheral. (B)(6) was evaluated this am at the (B)(6) clinic and (B)(6) study was requested in order to evaluate the potency of the line. Fluoroscopy of the mediport revealed a brake in the catheter integrity with contrast leaking into the subcutaneous tissue in the soft tissues inferior to the right clavicle. Some contrast material does exit the catheter tip in the superior vena cava. I discussed the results with the intervention radiologist who confirmed that there is no displacement or migration of the tubing. The above indicates removal of the mediport and it should not be used until removal. (B)(6) is being admitted for the line removal."